Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and subsequently was hospitalized due to an elevated blood glucose (bg) level of 500-600 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and the pump functioned as intended.